Event description:
The pt had the device implanted for a hernia repair on (B)(6) 2010. On (B)(6) 2010, the pt was returned to the operating room due to foul smelling liquid in the pt's drain which was believed to be small bowel contents, and suspected anastomotic insufficiency. Upon reoperation, it was discovered that the device had 2 holes, which were repaired and the device was left in place. The anastomotic insufficiency was not observed. The pt subsequently developed a small intestinal fistula and an (B)(6) infection. The complaint was originally evaluated as not reportable, as the device performed as expected in the presence of small bowel contents. Lifecell is now reporting as a potential malfunction, disintegration. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of the device history records. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. Results of eval: review of the device history records for this lot revealed no deviations related to the nature of this complaint. As of the initial complaint investigation, (B)(4) devices were distributed from this lot, with one other report filed with FDA (ref. Mdr1000306051-2011-00047). Conclusion: although an obvious anastomosis leak was not observed, the presence of bowel contents in a drain makes it highly likely that the device was exposed to this material. Lifecell determines that the pt's condition directly impacted the performance of the device.